Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged as patient had twiddler's syndrome. In addition, the lead was pulled back but was still in the appendage, hence the physician placed a slack on the lead. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.